Manufacturer narrative:
Taper ii. The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal."

Event description:
Doctor reported event of: "slipped gastric band."